Event description:
The pharmacist at the hospital, reported the following event: "fracture of a component of a total hip prosthesis which was implanted at the hospital 4 years ago. Extraction and implantation of new device this day."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.